Event description:
It was reported that the device exhibited multiple episodes of non-sustained rv oversensing due to post-paced t wave oversensing. Programming changes were made. No adverse health consequences; the patient was stable.